Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving unknown medication(s) at unknown dose/concentrations at the time of the event via an implanted infusion pump for non-malignant pain. A print report was provided from when the pump was examined on (B)(6) 2015. A motor stall occurred on (B)(6) 2015 at 12:34 followed by a motor stall recovery on (B)(6) 2015 at 07:02. No symptoms were reported. No further information was provided including the reason for the stall, drug information, if there were any patient symptoms, if any diagnostic testing/troubleshooting had been performed, the reason for the MRI, if any actions/interventions were taken, or if the event was resolved. Office notes were provided and the following patient history was provided: the patient had a history of 4 back surgeries including a history of thoracic and lumbar spine surgery. Their pain onset was listed as 1991. The pain etiology was a fall, work injury. In regards to the patient's pregnancy status, a hysterectomy was listed. The patient's medical history was also documented and was listed as follows: migraines, head injury, stroke, seizures, high blood pressure, high cholesterol, heart attack, emphysema, asthma, ulcers, gall bladder disease, pancreatitis, bowel disease, osteoporosis, spine disorder, arthritis, depression and anxiety. The patient was an everyday smoker currently. The patient's family history included stroke, seizures, peripheral nerve disease, high blood pressure, high cholesterol, coronary artery disease, heart attack, ulcers, depression, anxiety and alcoholism. The patient's allergies consisted of cymbalta, penicillin and sulfamethizole. Medications the patient was taking as of (B)(6) 2016 consisted of the following: brimonidine ophthalmic 0.2% solution one drop three times per day, caltrate 600 + d 600 mg-800 intl unites 1 tablet 2 times per day, centrum silver therapeutic multiple vitamins with minerals one tablet once a day, clonidine 0.1mg twice a day, cyclobenzaprine (flexeril) 10mg at bedtime, eliquis 5mg 2 times per day, excederin 8 per day, flonase 50 mcg/inh spray once per day, gabapentin 600 mg once four times per day, garlic oil 100ml, levetiracetam 250mg twice a day, magnesium oxide 400 mg twice a day, metoprolol succinate ER 25 mg once a day, nitrostat 0.4mg once every five minutes, primidone 50 mg twice a day, proair hfa cfc free 90 mcg/inh aerosol 2 puffs four times a day, ranitidine 300 mg once a day at bedtime, sertraline 25 mg once a day, slow-mag, sucralfate 1g four times a day before meals and at bedtime, symbicort 160 mcg-4.5mcg/inh aerosol 2 puffs twice per day, triaminolone acetonide in absorbase, vitamin c 500 mg once a day, vitamin d3, vitamin e 400mg, zinc, and zolpidem 10 mg one to two tablets once a day at bedtime. MRI results were also documented from an unspecified date: a t8-9 catheter tip was noted anterior and to the left. T10-11 had lig flavum hypertrophy on the right, their l2-3 had severe spinal stenosis due to annular bulge, lig flavum hypertrophy, facet hypertrophy, grade 1 anterolisthesis, vertebral augmentation of l1 thoracic diffuse thoracic spondylosis, benign t9 osseous hemangioma, ddd (degenerative disc disease) with disc bulges and foraminal stenosis throughout, as well as an orphan cath tip at t12, orphan cath sacrum to l1-2, it was noted "unable to tell which catheters are orphan and which is connected to itp (intrathecal pump)." (Refer to manufacturer report # 3004209178-2013-11049 for the orphan catheter event). X-ray results were also documented from an unspecified date. The thoracic section was x-rayed and the following was described: minimal anterior vertebral height loss in the mid to lower thoracic spine with slight anterior wedging. Ossified discs at l3-4, l4-5 and possibly l5-s1. The patient's vital signs was of (B)(6) 2016 were as follows: height 60 inches, weight (B)(6), bmi 26.36, blood pressure 141/86 and heart rate 92 beats per minute. The patient's vitals at the (B)(6) 2015 visit had been: weight (B)(6), blood pressure 173/63 mmhg, and a heart rate of 66 beats per minute. Upon examination on (B)(6) 2015, a prior laminectomy scar was noted on the patient's upper back. There was marked tenderness in the t10-11 area which appeared to be a laminectomy scar. Upon examination of the patient's lumbar spine, a large lumbar spine scar was noted as well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.